Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was reset prior to the report with tandem technical support and the malfunction alarm was cleared, insulin delivery was resumed successfully. Customer¿s blood glucose level ranged from 342-343 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.